Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic procedure, the jaws of the device would not open; the device was on the tissue. It is unknown how the device was removed. A second device was opened and the case was completed with no patient consequences. One device returning.